Manufacturer narrative:
We received one 131hvf7 catheter for examination. No packaging was returned. The reported event of balloon issue was confirmed. No fault messages showed up on the laboratory vigilance ii monitor when the thermistor was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is +/- 0.3c per the vigilance manual. Thermistor circuit was continuous, there were no open or intermittent conditions. All through lumens were patent without any leakage or occlusion. The balloon appears to have been torn off the catheter tip and was not returned. Adhesive residue is visible at the balloon bond sites. There is no latex remaining on the catheter tip area. The catheter body was free of kinks or indentations. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that a patient presented in cardiac arrest with known fluid volume issues. The balloon of the swan ganz catheter would not inflate during testing prior to insertion. The catheter was not used, but exchanged for another swan ganz catheter. The patient later expired due to cardiac arrest, unrelated to the swan ganz catheter.